Event description:
It was reported the procedure was to treat a 90% stenosed moderately calcified, heavily tortuous de novo lesion in the distal right coronary artery. A 2.0x15mm mini- trek balloon dilatation catheter (bdc) was chosen to pre-dilate the lesion. The bdc met resistance during advancement and the balloon ruptured during the first inflation at 8 atmospheres. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.